Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device 's defib output test results are outside of tolerance. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.

Manufacturer narrative:
.